Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace and align reagent probe 2 and the samples probes, center the probe nuts, clean all drains and prime the system. The customer then ran a precision test on a patient sample, which resulted with a high standard deviation. The ccc transferred the call to a siemens customer service engineer (cse). The cse instructed the customer to adjust the film height. The customer then ran quality controls, which resulted within range. The cause of the discordant hb1c result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 instrument contacted the siemens customer care center (ccc) regarding quality controls and patient imprecision obtained on the hemoglobin a1c (hb1c) assay. The customer ran a patient sample which resulted lower upon repeat testing on the same instrument. It is unknown which result is discordant or if the discordant result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hb1c result.